Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed the sg-cable to be defective. The investigation could not determine what caused this defect, however, an external influence is most probable. After repairing the cable, the system works as intended. The affected sg-cable has been fixed by the local service organization and the error did not reoccur. The spare parts consumption has been checked and found below threshold; therefore, no general problem has been identified. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the siremobil compact l system. During an interventional procedure the user reported no image after releasing x-ray. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.